Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown duration of signal loss occurred for the transmitter with the serial number (B)(6). However, data for the transmitter with the serial number (B)(6) was provided for evaluation. The allegation was confirmed as signal loss over one hour was found. The probable cause was the transmitter and app were unable to establish a connection. The reported event of unknown duration of signal loss is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.